Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.0, second test inr = 4.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 4.0; second test inr = 4.5. Mean = 4.25; sd = 0.35; %cv = 8.32. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Strip lot # was unavailable, therefore no further strip testing can be performed.